Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that following pulsed field ablation, the guidewire was placed in the left atrium to perform post-mapping using a non-medtronic mapping catheter. The loop catheter was stored in the sheath and placed in the right atrium during this process. Following post-mapping, the guidewire was withdrawn from the left atrium. It was suspected that a blood clot adhered to the guidewire and then traveled the brain as a cerebral embolism/stroke. Magnetic resonance imaging (MRI) of the brain revealed a stroke. It was then reported that during hospitalization following the pulsed field ablation procedure, the patient had finger numbness. The patient was discharged due to the minor symptoms. No further patient complications have been reported as a result of this event.